Manufacturer narrative:
Hill-rom technician found ground prong on ac power cord broken inside molded end. He replaced the ac powercord to resolve the issue.

Event description:
Info received indicated the bed failed a ground test.